Event description:
During a coronary stenting treatment procedure, deflation difficulties were encountered. The physician had successfully placed a liter wire in the distal aspect of the saphenous vein graft to the right coronary artery and deployed two stents distally in the 80-90%, long stenosis. A third stent, the express2 monorail stent was advanced to the proximal portion of the svg. As the stent was deployed in the graft, partial stent deployment was noted at 12 atms. The balloon was re-inflated to 18 atms and full deployment of the stent was achieved. The balloon would not deflate, despite multiple attempts with and without the in deflator. Repositioning and negative pressure resulted in some apparent softening of the balloon, but it would not deflate. At the time, perfusion to the svg was occluded and the patient developed mild chest pain. After attempting to burst the balloon with the proximal end of a guide wire, the delivery device was forcefully retracted along with the guide catheter and filter wire into the descending aorta. The physician then accessed the left femoral artery to complete post-dilatation of the stents in the svg. The vessel was widely patent with 10% residual stenosis. The physician again attempted to deflate the balloon in the descending aorta with guide wire cutting balloon manipulations. The cutting balloon severed the delivery device catheter, but the fragment remained in the aorta, due to position of the filter wire. The balloon remained inflated. The patient was brought to the operating room for removal of the sheath, guide catheter, balloon catheter fragment and filter wire through an arteriotomy and repair of the profunda femoral artery. The patient tolerated the procedure well. Patient was seen in follow-up 10 days later with no reports of angina; the groin wound was healing nicely.